Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro extension cable was making bad connections and the hemopro had no power. The cable connection was clamped to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the cable coating was bumpy. A pre-cautery test was performed on the device with a reference power supply and hemopro tool. The device passed the pre-cautery test; the hemopro device produced energy and steam, and did not remain activated. Based upon the functional test, the reported failure could not be confirmed. (B)(4).